Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient did not retain a foreign body, the fractured piece was removed.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It has been reported that during surgery surgeon tried to deploy second juggerstitch implant, however the tip of the guide broke and remained in patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the tip of the needle is fractured off into two pieces. Both anchors still appear to be present in the needle tip. Product not returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.